Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up, down, and ok buttons on their keypad were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/30/2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok and contrast keypad buttons were found to be intermittently unresponsive; the up arrow and down arrow keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen that was difficult to read. A test screen was inserted and found to function properly with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.